Event description:
It was reported that the lens cleaning sheath tip was about to come off the sheath. The issue was found during a procedure, which was completed with a replacement. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the distal end post was misconfigured and the tip was rolled up and was about to come off. Based on the results of the investigation, it is likely that the customer pushed the scope in the sheath too far, causing the scope to make contact with the distal end post. The root cause has been determined to be that the instructions for use distributed in japan had inadequate warnings or caution about the risk of damaging the stopper when excessive force is used during insertion and the risk of not inspecting the sheath prior to use, which is an important step to ensure the tip of sheath is not damaged during insertion of a rigid scope. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.